Event description:
The hcp reported that patient had been experiencing some return of spasticity a day or two after the pump refill. The patient returned to the clinic for a dose increase. At refill the hcp found the actual reservoir volume to be 18.0ml and the estimated to be 3.0ml. The hcp reports the patient has had no complaints since then.